Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer is stating that the unit is getting 64 percent oxygen and the unit is not alarming, unit does not shut down. Hours 1403.